Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: behind fallopian tube towards spine,"), hypothyroidism ("autoimmune disorder:acquired hypothyroidism") and mixed connective tissue disease (" mixed connective tissue disease") in a 27-year-old female patient who had essure inserted for female sterilization and . The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pulmonary arterial hypertension since on(B)(6) 2016. Concomitant products included ambrisentan (letairis) since on (B)(6) 2017, azathioprine (imuran) since 2010, codeine phosphate;paracetamol (tylenol with codeine no.3), hydroxychloroquine since 2010, levothyroxine sodium (synthroid) since on (B)(6) 2017, oxycodone hydrochloride; paracetamol (percocet) from on (B)(6) 2015 to on (B)(6) 2017, pantoprazole (protonix) since 2010, prednisone since 2010 and triamcinolone acetonide (kenalog). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), 1 year 1 month after insertion of essure. On (B)(6) 2015, the patient experienced hypothyroidism (seriousness criterion medically significant). On (B)(6) 2015, the patient was found to have hormone level abnormal ("hormonal changes describe"). On (B)(6) 2015, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2016, the patient experienced rash ("rashes/ skin rash"). On (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced vaginal infection ("chronic vaginal infections"). On an unknown date, the patient experienced gastrointestinal motility disorder ("gastrointestinal or digestive system condition/dismotility"). On an unknown date, the patient experienced device expulsion ("left essure micro-insert had migrated into his uterus") with pelvic pain, abdominal pain lower and abdominal pain, dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), ovarian cyst ("ovarian cysts even when not menstruating"), depression ("worsening of his depression"), anxiety ("worsening of his anxiety"), skin disorder ("skin bumps"), pruritus ("itching"), mixed connective tissue disease (seriousness criterion medically significant) and pyrexia ("persistent fever 2x per week") and was found to have blood oestrogen abnormal ("hormonal changes describe: cysts due to estrogen level"). Essure treatment was not changed. At the time of the report, the device dislocation, hypothyroidism, mixed connective tissue disease, migraine, headache, gastrointestinal motility disorder, hormone level abnormal, pyrexia and blood oestrogen abnormal outcome was unknown and the device expulsion, dysmenorrhoea, back pain, arthralgia, uterine pain, ovarian cyst, vaginal infection, vaginal discharge, depression, anxiety, rash, skin disorder, pruritus and fatigue had not resolved. The reporter considered anxiety, arthralgia, back pain, blood oestrogen abnormal, depression, device dislocation, device expulsion, dysmenorrhoea, fatigue, gastrointestinal motility disorder, headache, hormone level abnormal, hypothyroidism, migraine, mixed connective tissue disease, ovarian cyst, pruritus, pyrexia, rash, skin disorder, uterine pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient currently investigating removal options, as he has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, patient continues to suffer from the symptoms outlined above. I have been told by at least 3 doctors that it cannot be removed. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis: on (B)(6) 2017: results: left essure micro-insert had migrated into uterus. Most recent follow-up information incorporated above includes: on 5-feb-2019: pfs received. Event: estrogen level were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device"), hypothyroidism ("autoimmune disorder:acquired hypothyroidism") and mixed connective tissue disease (" mixed connective tissue disease") in a (B)(6) year-old female patient who had essure inserted for female sterilization and . The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pulmonary arterial hypertension since (B)(6) 2016. Concomitant products included ambrisentan (letairis) since (B)(6) 2017, azathioprine (imuran) since 2010, hydroxychloroquine phosphate (plaquenil) since 2010, levothyroxine sodium (synthroid) since (B)(6) 2017, oxycocet (percocet) from (B)(6) 2015 to (B)(6) 2017, pantoprazole (protonix) since 2010, prednisone since 2010 and triamcinolone acetonide (kenalog). On an unknown date, the patient started tylenol #3 at an unspecified dose and frequency. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 1 year 1 month after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced hypothyroidism (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced hormone level abnormal ("hormonal changes describe"). On (B)(6) 2015, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2016, the patient experienced rash ("rashes/ skin rash"). On (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced vaginal infection ("chronic vaginal infections"). On an unknown date, the patient experienced device expulsion ("left essure micro-insert had migrated into his uterus") with pelvic pain, abdominal pain lower and abdominal pain, dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), ovarian cyst ("ovarian cysts even when not menstruating"), depression ("worsening of his depression"), anxiety ("worsening of his anxiety"), skin disorder ("skin bumps"), pruritus ("itching"), mixed connective tissue disease (seriousness criterion medically significant) and pyrexia ("persistent fever 2x per week"). On an unknown date, the patient experienced gastrointestinal motility disorder ("gastrointestinal or digestive system condition/dismotility"). Essure treatment was not changed. At the time of the report, the device dislocation, hypothyroidism, mixed connective tissue disease, migraine, headache, gastrointestinal motility disorder, hormone level abnormal and pyrexia outcome was unknown and the device expulsion, dysmenorrhoea, back pain, arthralgia, uterine pain, ovarian cyst, vaginal infection, vaginal discharge, depression, anxiety, rash, skin disorder, pruritus and fatigue had not resolved. The reporter considered anxiety, arthralgia, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, fatigue, gastrointestinal motility disorder, headache, hormone level abnormal, hypothyroidism, migraine, mixed connective tissue disease, ovarian cyst, pruritus, pyrexia, rash, skin disorder, uterine pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient currently investigating removal options, as he has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, patient continues to suffer from the symptoms outlined above. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2017: left essure micro-insert had migrated into uterus . Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received. New event: hypothyroidism and pyrexia added. Event gastrointestinal disorder updated to gastrointestinal motility disorder. Concomitant medication added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.